Manufacturer narrative:
Concomitant medical products: 6725, pin plug; 5867-3m, lead end cap; dtma1d4, crtd implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) noted on the right ventricular (rv) lead. Follow up yielded no information. The lead remains in use. No patient complications have been reported as a result of this event.